Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, initial analysis could not determine whether the coil at the leads distal end was fractured or severed during the procedure. Resistance testing was performed revealing the conductive paths were within specification. Detailed microscopic analysis determined the coil had been severed during the procedure. It was determined there was no lead fracture.

Event description:
Boston scientific crm received information that this right ventricular lead displayed increased threshold measurements. In addition, intermittent loss of capture was displayed. The patient with this lead had an intrinsic chronic atrial fibrillation and bradycardia cardiac rhythm. No syncope was reported. A decision was made to perform a revision procedure. During the revision procedure, when the pocket was opened, there were no issues noted with the connection of the lead to device header. A decision was made to replace this lead with an active fixation lead. During the removal, difficulty was encountered removing the lead. Reportedly, excessive force was used to remove the lead. Upon removal, a visual inspection revealed the distal tip with the tines was broken off. The distal tip remained in the subclavian vein and could not be removed. A new lead was implanted and acceptable measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.